Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a completely fractured main tube at the distal end. The distal tip was fully detached from the main tube and was not return. Inspection of the internal components revealed that the internal cables within the main tube were completely severed, consistent with the observed separation. Components adjacent to this broken main tube show damage which may indicate potential mishandling. Additionally, the main tube was found to be detached from the main chassis at the housing interface. Additional observation(s) related to customer reported complaint: the proximal clevis was observed to be dislodged from the main tube interface. Loss of proper engagement between the proximal clevis and the main tube was noted, which may be associated with structural compromise of the main tube. Grip and pitch cables were completely broken form the main tube. The instrument was found to have a broken distal pitch cable at the proximal clevis .the cable breakage is consistent with the complete detachment of the distal tip from the main tube, which would generate abrupt and excessive mechanical stress on the internal pitch actuation system. The instrument was found to have a broken distal grip cable at the proximal clevis. The fracture of the grip cable is consistent with the complete detachment of the distal tip from the main tube. The separation of the distal tip would have subjected the internal actuation cables to excessive tensile loading, resulting in overstress and subsequent cable failure. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards, causing it to crack and subsequently break. Common causes of the failure mode dislodged instrument proximal clevis include damage incurred during use, which may result from accidental drops, unintended collisions with other instruments, or excessive side loading associated with the main tube failure.

Event description:
Refer to h11 for follow-up information.

Event description:
On 12/11/2025, intuitive surgical, inc. (Isi) received user facility report 5201770000-2025-8298 stating: cadiere fcp cable broke during surgery.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.